Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. The lesion was described as moderately calcified, which likely contributed to the reported failure to advance/cross the lesion. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested prior to lot release to verify stent dislodgement force. The returned goods lab analysis noted blood in the guide wire lumen and on the balloon, which is consistent with guide wire advancement and advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The tip length met manufacturing criteria. The stent implant was dislodged from the balloon, and was not returned. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent implant was originally positioned correctly and securely at the time of manufacturing. Subsequent information received from the account stated that the stent dislodgement did not occur as part of the procedure, but could not identify when it occurred. It is possible that the stent dislodged as a result of manipulation/handling during re-packaging for return to abbott vascular for analysis; however, this could not be confirmed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure in the mid left anterior descending artery, a 3.0x15 rx xience stent delivery system was advanced and failed to cross a moderately calcified lesion. The xience stent delivery system was removed and the patient was treated successfully with a same size non-abbott stent delivery system. There were no patient effects and no clinically significant delay in completing the procedure. Return device analysis revealed that the stent implant was dislodged and not returned. Additional information received indicated that the stent did not dislodge inside of the patient and that the account is not aware of when the stent would have dislodged. No additional information was provided.